Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h2: based on bsc sales rep answer the suture had not detached, only the bands failed to deploy. There was no difficulty setting up the device. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 was analyzed, and visual inspection revealed that the slack was not taken up and the trip wire was not secured to the handle post. Additionally, the ligator housing was returned without any bands attached. There were no other problems noticed with the device. The reported event of bands failure to deploy was confirmed. Evidence indicates the device was used in a manner inconsistent with the instructions for use, which state: take up slack by pulling proximal end of trip wire on handle unit and secure trip wire in slot on handle unit. These steps are critical to ensure proper band deployment, and their omission can impair handle functionality. This can ultimately affect the way in which the bands are deployed once the ligator housing is installed in the endoscope, causing the trip wire to not work accordingly with the handle when pulling the bands. Based on all available information, the most probable cause of the event is classified as failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the sixth and seventh bands failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0501 captures the reportable event of suture detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. It was reported that during the procedure, the sixth and seventh bands failed to deploy. It was also observed that the suture had detached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.